Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that when moving the bed and user was lying in the bed he noticed that the wheel is cracked not sure if if cracked while moving the user .